Event description:
Boston scientific received information that last summer this implantable cardioverter defibrillator (ICD) displayed extended charge times while in mid-life. However, the measurements were still within extended charge time parameters and the device had not declared elective replacement indicator (eri). Boston scientific technical services (ts) discussed eri and eol (end of life) triggers. Further information has been received that the device was explanted approximately three months later. Recently, the device was returned for analysis. The post market quality assurance laboratory was unable to establish telemetry with the device, and additional analysis is pending at this time.

Manufacturer narrative:
Detailed analysis is pending and this report will updated upon its completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed no anomalies with the device, and all set screws were operational. It was noted that the device did not have telemetry. The device was opened and a battery measurement taken. A power supply was connected and a current measurement was obtained. Both pacing channels were activated and no high current was noted. No issues were observed when the voltage and pulse widths were programmed throughout all ranges. Capacitor reformations were also performed with no anomalies identified. The device was then monitored for two weeks and no high current was noted. It appeared that the device had a high current drain sometime between explant and it being received at boston scientific as no allegations or complaints were received related to no telemetry being available. However, the source of the high current drain could not be determined.